Event description:
Treatment of a brain tumor with onyx. It was reported during contrast injection, a leak was observed on the catheter shaft. The catheter was removed. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 25.2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter.